Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer demonstrated autonomous cursor movement and was failing the cursor test. However, could not confirm that the printer was low on ink. It was noted that three hinge plate screws were missing and the programmer¿s both sides upper display hinges were noisy. An electromagnetic interference repair was performed and the issues were resolved. The finger-touch option was tested and worked correctly. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated autonomous cursor movement and failed the cursor test. It was noted that the printer was low on ink. There was no patient involvement.